Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Patient presented with coronary artery disease. The target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery. A 3.00 x 32 synergy¿ drug-eluting stent was deployed to treat the lesion. However, under fluoroscopy, a non blood flow limiting dissection was observed proximal to the stent. A 2.5x16mm synergy¿ drug-eluting stent was then deployed to cover the dissection. No further patient complications were reported and the patient's status was stable.